Event description:
It was reported that when a threshold test was being performed, the programmer screen froze. The evaluation was able to be completed, and the programmer remained in use. No patient complications have been reported as a result of this event.